Event description:
The consumer states she was coming out of her apartment backwards when something allegedly locked up on the chair, causing her to flip over and hit her head on the concrete. This allegedly resulted in a concussion.

Manufacturer narrative:
Consumer was transgressing backwards from their apartment. Terrain is unk. User allegedly flipped and hit her head on the concrete. Dealer inspected the chair and reported only one anti tipper was present. Chair was heavily soiled. Info indicates lack of maintenance.